Event description:
The patient reported there was another time when she went to the entrance doors of the mall store and that was not working right. The battery turned right back "on" within 10 minutes. The indication-for-use (IFU) was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.